Manufacturer narrative:
Device details updated. This report is submitted on 12 february 2020.

Manufacturer narrative:
This report is submitted on october 24, 2019.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss (date not reported). There are plans to reimplant the patient in the future.